Manufacturer narrative:
The insulin pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarm noted during testing and no ramping numbers on their own, or scrolling bar moving anomaly. All operating currents were within the specification; no unexpected low battery, off no power, or failed battery test alarm. The unit had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot. No moisture damage inside pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was between 160 and 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.